Event description:
Issue reported involved a malfunction alarm labeled as malf 12 with a fault ID available. There was no reported adverse impact to the customer¿s blood glucose level. Customer support assisted the customer with pump reset information, and after resetting, the malfunction did not recur. Customer was advised to continue using the pump and contact support if any further issues arise, which the customer acknowledged.